Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm - unknown timing. The customer reported no adverse event. The event involved product(s) mmt-399at, mmt-1780kl, mmt-332a. Customer reported insulin flow blocked alarm during therapy. Customer confirmed insulin did not exit at infusion set quick release during 5u fill cannula. Customer confirmed insulin exited tubing with manual push of reservoir plunger. Customer attempted load reservoir/fill tubing process and insulin did not exit the tubing or pump alarmed. Customer re-attempted the load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. No product return is required for mmt-399at. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms were noted during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals during march 2024 there were seven (7) no delivery (insulin flow blocked) alarms, listed below: (B)(6) 2024 14:55:44 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6) 2024 14:17:00 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery.(B)(6) 2024 14:46:00 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6)2024 14:52:00 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6) 2024 20:01:14 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6) 2024 20:03:01 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6) 2024 21:14:00 alarmalertnotification faultnumber: nodelivery (7) during a bolus wizard delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, cracked battery compartment, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.